Event description:
Caller reported a screen malfunction where it was completely blank but had a backlight, affecting their ability to interact with the pump. There was no adverse impact to the customer's blood glucose level, as levels remained within normal range. Tandem technical support arranged to send the caller a replacement pump with updated software and provided instructions for storage mode and returning the faulty pump. The customer was informed about available training and understood the steps required upon receiving the replacement.